Event description:
The pt had the catheter inserted on 1/27/97. When the physician began to infuse through the catheter, he noted that the drug was not flowing properly. An x-ray was taken which showed that the catheter was bent. The physician tried to remove the catheter, and as he withdrew it, the catheter separated. A basket snare was used to remove the separated tip portion of the catheter. The pt expired at a later date of causes unrelated to this incident.